Event description:
An endurant ii stent graft system was attempted to be implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the device was deployed and while attempting to cannulate the gate, a large piece of thrombus was dislodged from the aaa and traveled distally into the left common iliac and occluded the left iliac and hypogastric artery. The occlusion was found while measuring for the contralateral limb. A cut down was performed on the left common femoral artery and a fogarty catheter was placed in the proximal common iliac and withdrawn. A 2 cm long clot was removed and an angiogram was performed and normal flow had resumed. The rest of the case was completed without issues. Normal pulses were noted on both groins and feet upon closure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).